Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Device interrogation revealed non-sustained rv oversensing due to noise. Lead impedance fluctuation was also observed. X-ray revealed lead fracture. The patient is scheduled for lead replacement.